Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with a solution containing 2g deferoxamine in 58 ml of diluent. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation with fluid inside the reservoir and also inside the housing. The reported reservoir rupture was not confirmed. Visual inspection of the sample showed no evidence of rupture on the reservoir. The reservoir was observed to be completely intact. A functional test was subsequently performed by filling the reservoir with color water. During and after fill, no evidence of rupture was observed on the reservoir. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.